Event description:
Related manufacturer reference number: 2017865-2022-41033. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Additionally, the patient's right atrial lead was found to have exhibited unspecified over-sensing and inappropriate automatic mode switch. No intervention was reported to address the ra lead malfunction or the observed battery performance alert (bpa). Further information was requested, but not yet available. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Correction: h6: codes should reflect lead not returned.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2022. No additional adverse patient consequences were noted due to the bpa or the right atrial lead over-sensing of noise and mode switch.

Manufacturer narrative:
Correction: b5: field should include over-sensing of noise on the right atrial lead. Additional information: b5: field should include new information of no patient consequences.